Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 965.3 mcg/day; lot# unknown) via an implanted pump. The indication for pump use was intractable spasticity. The patient's medical history included cerebral palsy, spinal cord injury, "mr", and the patient was wheelchair bound. On (B)(6) 2015 it was reported that the pump stopped working and that the patient was in the ER (emergency room) (B)(4) or the ICU (intensive care unit). Additional information was received from a consumer on (B)(6) 2016 and it was reported that the patient had a change in therapy effect. On wednesday of last week ((B)(6) 2016), the patient started having cold sweats, was stiffer, and not feeling well. On (B)(6) 2016, the patient was brought to the hospital since she was in severe pain and having severe spasms. On saturday ((B)(6) 2016), the pump was read and it showed no issues. An x-ray was done on the rollers of the pump (roller study performed) and it was "inconclusive" per the reporter and she did not have details regarding it. The patient had been given oral baclofen, fentanyl, and valium. Today a dye study was performed and the reporter stated that they were able to push dye through. A bolus had also been programmed about an hour ago. The patient currently still had spasms. There was no volume discrepancy when they pulled the medication from the reservoir; it matched what should be in there. All of the patient's symptoms began on (B)(6) 2016. The symptoms had come on gradually and had gradually gotten worse. The situation was being addressed by the patient's healthcare professional (hcp). Additional information was received on (B)(6) 2016 from an hcp. The hcp was inquiring about an indium study as the patient's mother had called her and stated that she was concerned that they were not doing the procedure correctly. Per the hcp on (B)(6) 2016 the patient developed withdrawal symptoms, sweating, agitation, tachycardia, and increased spasticity. The reporter denied any pump alarms. Additional information was received from a company representative on (B)(6) 2016 and it was reported that the patient had had a loss of efficacy. A dye, rotor, and isotope study were performed (B)(6) 2016. The issue was not resolved. It was unknown by the reporter if surgical intervention was planned. The patient status was reported as "alive - no injury". Additional information was received from an hcp on (B)(6) 2016 and it was reported that the x-ray and dye study were normal. The indium study was ongoing. The cause of the withdrawal symptoms was not determined at this time. The issue was not resolved at this time as the patient was still undergoing testing.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp was not able to provide any information regarding the event as the patient was transferred to another office. They had seen the patient since the event and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.